Event description:
The wife of a male pt contacted lifecor customer support to report that when she switched out the battery packs today the battery pack would not fit into the monitor. She stated that when she finally got it into the monitor, the monitor would not power up. Support sent a pt services representative (psr) to the pt to replace the monitor and battery pack.

Manufacturer narrative:
Device manufacture date: monitor - 10/2008. Battery pack - 09/2007. Device eval summary: device evaluation of monitor and battery pack have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The battery pack had a damaged connector probably caused from forcing it into the broken monitor battery pack connector. The battery pack was repaired, retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor.